Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture involving a triathlon femoral trial component was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the component was not returned for evaluation. Medical records received and evaluation: not performed as no medical records were provided. Device history review: indicated that the specified lot was accepted into final stock with no reported discrepancies. Complaint history review: indicated that there have not been any other events for the specified lot. Conclusions: the reported event involves a fracture of the femoral condyle (bone) that occurred during trialling. The fracture was fixated using a plate. The exact cause of the event could not be determined because not enough information was provided. In order to complete a full investigation, items such as operative notes and patient history are needed to determine the root cause. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics.

Event description:
During insertion of size 2 ps femoral trial, medial condyle fractured. A large fragment plate with screws was used to reconstruct medial condyle and attach to femur. Procedure finished with standard (non-revision) instruments and implants. On 03/01/2015: the sales rep confirmed that the incident happened during the initial trialing stage as the femoral trial was being impacted. The part number of the trial was 5511-t-202.

Event description:
During insertion of size 2 ps femoral trial, medial condyle fractured. A large fragment plate with screws was used to reconstruct medial condyle and attach to femur. Procedure finished with standard (non-revision) instruments and implants. (B)(4) 2015: the sales rep confirmed that the incident happened during the initial trialing stage as the femoral trial was being impacted. The part number of the trial was 5511-t-202.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.